Event description:
It was reported that an asymptomatic patient presented in clinic with vibratory alert. Upon interrogation high, out of range, hv lead impedance was observed. The physician elected to explant and replace the device due to a suspected loose connection. The patient was doing well post-procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported high hv lead impedance was confirmed in the laboratory via review of the device diagnostics. The device was tested on the bench and no anomaly was found. The cause of the reported high hv lead impedance could not be determined.